Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. The device was programmed to rv pacing only prior to the procedure. The lv lead was capped on (B)(6) 2025 and was not replaced. The patient was in stable condition.